Manufacturer narrative:
A complaint was received regarding a resuscitaire controller power switch not working. The customer stated there was a delay in patient treatment, due to the patient being moved; however, no negative outcome was confirmed. No further information was provided. A draeger technician went on site and verified the reported issue and replaced the power switch. No further issues have been reported. H3 other text : see h10

Event description:
It was reported that the device turned-off by itself. Initially, the report did not contain any information that this may have occurred during patient use. Upon request for further information, dräger was made aware that a patient was involved and that the event led to a delay in patient treatment requiring resuscitation. No health consequences for patient have finally occurred.

Event description:
It was reported that the device turned-off by itself. Initially, the report did not contain any information that this may have occurred during patient use. Upon request for further information, dräger was made aware that a patient was involved and that the event led to a delay in patient treatment requiring resuscitation. No health consequences for patient have finally occurred.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : ongoing.